Manufacturer narrative:
Product analysis: analysis was able to confirm the hanger was missing. Analysis also noted that the patient output connectors were cracked and broken. All found defective parts were replaced and the firmware was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken hanger and required overall service. The epg was returned for service. No patient complications have been reported as a result of this event. It was further reported that the epg tested out of specification during manufacturer's analysis.